Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable. The communication failures caused the abnormal shutdowns. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was experiencing abnormal shutdowns.